Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery measurement was 2.9599 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered.

Manufacturer narrative:
Product event summary #geo event description: it was reported that the physician suspect a too fast battery depletion. There were no patient symptoms or complications associated with this event. Preliminary geo assessment: device not eri, remains implanted last battery measurement 2.9599 v eri/rrt=2.727 v eol=2.5534 v preliminary geo conclusion: no early battery depletion suspected. (B)(6). (B)(4).

Event description:
It was reported that the physician suspect a too fast battery depletion for the implantable cardioverter defibrillator (ICD). The ICD remains in use, and no patient complications have been reported as a result of this event.